Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited oversensing due to noise. No intervention was performed. There were no patient consequences.